Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2017 with the following findings:a review of the black box showed evidence of a short battery life illustrated by a 30 count voltage drop leading to a call service 128 alarm. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump alarmed with a call service 177 upon confirming the verify screen. All currents were within specifications. The pump cover was removed to find no further moisture ingress or any intermittent conditions on the printed circuit board. The short battery life complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)